Event description:
It was reported that a revision surgery was performed because the polyethylene post had broken off into the femoral component.

Manufacturer narrative:
The associated journey articular insert was returned and evaluated. A lab analysis conducted during this investigation noted a small anterior inferior surface edge fracture, fractured post, and articular surface wear. Damage included what appears to be edge deformation on the superior edge of one side and the post fractured surfaces. The exact cause of the post fracture and other conditions mentioned could not be determined from the investigation of the device. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical analysis noted no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the manufacturing records cannot be performed as batch number was illegible. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.